Manufacturer narrative:
Concomitant medical products: the therapy date for the following device is unknown: model: 3186; scs lead. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6)) the patient experienced loss of stimulation. Surgical intervention was undertaken to investigate the issue. The lead tested normal intra-operatively; however, the extension displayed high impedance values. As such, the extension was explanted and replaced. Stimulation was restored post-operatively.